Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that the bloodlines had two arterial chambers instead of an arterial chamber and a venous chamber. The issue was noted during the patient¿s hemodialysis (hd) treatment. The bloodlines were changed out and the patient¿s treatment was continued on the same machine with new supplies. The patient experienced minimal blood loss. There was no patient injury or medical intervention required as a result of this event. The complaint device is available to be returned to the manufacturer for physical evaluation.